Event description:
This report pertains to first of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a banding procedure performed on (B)(6) 2023. During the procedure, after the first band was deployed, the second band behind it slipped right off the tip of the ligator. A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a150103 captures the reportable event of bands prematurely deployed.